Manufacturer narrative:
Initial reporter : (zip code): (B)(6). Reported that affected items were disposed of at hospital. Evaluation was not possible, as the device was not returned. Review of the device history records was performed which confirmed no inconsistencies. Due to the device not being returned a root cause could not be determined. No further investigation is necessary at this time. (B)(4).

Event description:
It was reported that during a knee arthroscopy the surgeon attempted to deploy soft tissue anchor for repair of meniscal tear. It was also reported that the surgeon deployed first anchor normally and attempted to deploy second anchor which would not dislodge from needle. It was finally reported that the surgeon removed both anchors from joint, reattempted using 2 more with the same result, used further soft tissue anchors and repaired as planned. No implants remain in the patient unsupported.